Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "small defect in 18 gauge introducer, allows aspiration of air instead of patients blood."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Therefore, the evaluation was conducted based on customer-provided photographs. Visual inspection of the images confirmed the presence of biological material within the needle hub, indicating use. A crack was observed in the needle hub with fluid leakage noted at the site of the defect. The crack is located at the injection molding gate. The needle cannula was also observed to be kinked; however, the customer confirmed this was not related to the reported issue. Dimensional and functional testing could not be performed due to the absence of a physical sample. A review of the device history record did not identify any relevant manufacturing or quality issues associated with the reported lot. Consultation with the manufacturing site determined that cracking at the injection molding gate is consistent with a potential manuf acturing-related issue specific to introducer needles assembled with the arrow raulerson syringe (ars). This failure mode is currently under further investigation within the teleflex quality system. Based on the available information, including customer-provided evidence and manufacturing input, the reported failure was confirmed. The most probable root cause is attributed to a manufacturing-related issue; however, a definitive root cause could not be determined. Teleflex will continue to monitor complaints of this nature and address the issue through ongoing escalated investigation activities.

Event description:
It was reported that: "small defect in 18 gauge introducer, allows aspiration of air instead of patients blood"